Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 562 mg/dl. For treatment, the patient was given intravenous (IV) of insulin. The patient was in the hospital for 4.5 hours.

Manufacturer narrative:
In the case description, the user mentioned that the pdm battery would not hold charge. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. Inspection of the android log files downloaded from the pdm found evidence of increased battery drain. It was observed that the pdm battery was unable to last 24 hours. An instance of sharp decrease was observed where the pdm battery charge decreased from 98% to 21% in approximately 67 minutes. It was also noted that the battery continued to drain even after being plugged in. No abnormalities were observed in the log files that would contribute to the increased battery drain. The exact cause of the battery being unable to hold charge could not be determined.